Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported having a vitrectomy cutter failure during surgery. No patient injury was reported and no other issues reported. Another pack was opened for a new cutter. The device was discarded by the user facility; therefore there will be no product returned for evaluation.